Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. A bluetooth reset was performed, and the ICD telemetry was restored. Patient condition was stable.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Manufacturer narrative:
Correction: the corrected item should have been reported as such in 2017865-2025-99605 submitted on 8 sep 2025.